Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was being used during an unknown procedure on (B)(6) 2022 when it was reported, ¿it was reported that it was confirmed that there was a missing part at the tip when it was checked after the surgery. Surgeons searched into the patient's body but found no fragments.¿. Further information was made available on (B)(6) 2022 that stated, ¿in addition, the distributor provided us the following information regarding the situation at the time of the surgery. At the time of the surgery, there was one trocar (manufactured by another company) that had an air leak, and it seems that the trocar had a bad passage. The surgeon thinks that this may have caused the electrode to crack, and as a result, the force applied to it may have caused it to break.¿ there was no report of medical intervention or hospitalization for the patient. Further assessment questions have been asked; however, at this time no response has been received. This report is being raised on the basis of injury due to component potentially left in patient.

Manufacturer narrative:
Received one 60-5274-132 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, piece missing from the distal tip and the insulation is peeling. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that during trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Make sure the proper electrosurgical ground pad is used, following the manufacturer¿s directions for proper placement and application. Do not activate the electrosurgical unit if the tip of the instrument is within the trocar cannula. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was being used during an unknown procedure on (B)(6) 2022 when it was reported, ¿it was reported that it was confirmed that there was a missing part at the tip when it was checked after the surgery. Surgeons searched into the patient's body but found no fragments.¿. Further information was made available on 15nov22 that stated, ¿in addition, the distributor provided us the following information regarding the situation at the time of the surgery. At the time of the surgery, there was one trocar (manufactured by another company) that had an air leak, and it seems that the trocar had a bad passage. The surgeon thinks that this may have caused the electrode to crack, and as a result, the force applied to it may have caused it to break.¿ there was no report of medical intervention or hospitalization for the patient. Further assessment questions have been asked; however, at this time no response has been received. This report is being raised on the basis of injury due to component potentially left in patient.